Manufacturer narrative:
The device was received by the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that during an equipment evaluation conducted by a stryker service technician, the device ran on its own. This did not occur during a surgical procedure, so there was no pt involvement. There were no allegations of user injury or adverse consequences associated with this event.